Event description:
It was reported that the replace generator soon message appeared on the patient's controller. The patient's pc app was updated and the message went away. Surgical intervention still may occur at a later date.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg and one lead was explanted and replaced due to high impedances.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.